Manufacturer narrative:
Other text: b3. Date of event is unknown. H3. Device evaluated by manufacturer and h6. Health effect, evaluation codes: updated. Device evaluation: one device was received. A visual inspection found the tamper seal removed from the plunger assembly, also a cracked plunger case, top case and battery door. A review of the event history log found a check clutch error. During the functional testing, the check clutch error was able to be duplicated during the occlusion test. The cause of the issue was found to be that the lead screw and both clutch halves were old, dirty and worn out due to normal wear. The lead screw and both clutch halves were replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a bad clutch. No patient injury reported.